Event description:
The doctor knew the patient had osteoporosis priot to performing a total knee arthroplasty on the patient, but thought the patient's bone looked normal. He did not however, do a clinical study on the bone. During the total knee arthroplasty the doctor used a navigation pin. Approximately 2 to 4 weeks post operative, the patient returned to the doctor follow up with a fracture in the femur. Xray inspection revealed that fracture originated at the locatin of the hole left by the navigation pin. Due ot the fracture the doctor inserted a retrograde nail into the fractured leg of the patient.